Manufacturer narrative:
(B)(4). The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of peritonitis in a patient coincident with dianeal unknown and dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment for the peritonitis was not reported. On an unreported date in 2011, pd therapy was discontinued. At the time of this report, the patient was recovering. Per the nurse, the peritonitis was not related to dianeal therapies.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.